Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The initial reporter phone: (B)(6). The healthcare professional reported that during the procedure, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l14467) was used. The physician tried to unlock the introducer lock to insert the device into the concomitant microcatheter, but there was strong resistance felt between the coil and the introducer sheath and as a result, the device could not be advanced. The physician made several unsuccessful attempts to advance the device. The complaint device was replaced with another coil and the procedure was completed. The physician commented that the coil must have become stuck on the sheath. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed; no damage was noted during the visual inspection. A microscopic inspection followed. The marker band was found at 37 cm from the distal end; this is within specification. The embolic coil was observed in kinked condition inside the coil introducer. No other damage was noted under magnification. The complaint documented that there was strong resistance between the embolic coil and the introducer sheath when the physician was trying to unlock the introducer to insert the device into the microcatheter; the coil was impeded in the introducer. The physician suspected that the coil must have become stuck on the sheath. This issue was confirmed based on the microscopic inspection performed on the returned device. The likely cause is the kinked condition of the embolic coil as observed during the microscopic inspection. The embolic coil of the returned device was observed kinked inside the introducer. A review of manufacturing documentation associated with this lot (l14467) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil kinking is a known potential issue associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked condition observed on the embolic coil of the returned device was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the procedural device handling when the physician made several attempts to advance the device into the concomitant microcatheter. The kinked condition observed on the embolic coil is a factor in the reported issue of strong resistance between the coil and the introducer sheath after it was unlocked to start the embolization process. The kinked embolic coil is like the cause of it becoming impeded in the introducer and resulted in its inability to be advanced as documented in the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l14467) was used. The physician tried to unlock the introducer lock to insert the device into the concomitant microcatheter, but there was strong resistance felt between the coil and the introducer sheath and as a result, the device could not be advanced. The physician made several unsuccessful attempts to advance the device. The complaint device was replaced with another coil and the procedure was completed. The physician commented that the coil must have become stuck on the sheath. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in kinked condition inside the coil introducer. Based on the product analysis (B)(6) 2020, this event has been deemed MDR reportable as a ¿malfunction.¿